Event description:
A serum sample from (B)(6) patient tested (B)(6) on the gs hiv-1/hiv-2 plus o eia, but (B)(6) on two different lots of hiv-1 western blot and one lot of hiv multispot hiv-1/hiv-2 rapid test. The sample was tested first on hiv-1 western blot because the laboratory typically receives samples that have previously tested (B)(6) in other assays and therefore reflexes immediately to western blot for confirmation. This patient has tested (B)(6) since birth and is being treated. No nat testing has been performed on samples from this patient. There is evidence in literature indicating that early anti-retroviral treatment in children can affect the seroconversion process and inhibit normal antibody development in response to an infection. In such cases, results between different assays may not agree.